Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was no longer holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well post-operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was no longer holding a charge. The patient will undergo an ipg replacement procedure.